Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that holes are being identified on the catheter. No other information was provided.

Event description:
It was reported that holes are being identified on the catheter. No other information was provided. Additional information: upon pulling, vascular nurse flushed line outside of patient and found flush squirting out of catheter side. Catheter was removed and patient had to be stuck a second time. No injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.